Event description:
It was reported that (1) atw35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the representative that the atw35 jammed when the surgeon attempted to fire it in a laparoscopic assisted vaginal hysterectomy procedure. Another atw35 was used to complete the case. There was no consequence to pt.